Event description:
The customer's pump is taking a long time to fully charge. Ther was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.